Manufacturer narrative:
No button response due to corroded keypad traces. No ramping numbers noted. No moisture damage found on electronics assembly. Device had broken belt clip slot, scratched reservoir tube window, lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump was wet. Numbers kept going and customer had to press another button for it to stop. Customer's blood glucose was around 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.